Event description:
"I am giving feedback with customers agreement: the release of the graft was difficult and only possible with great tension and physical strength. After coe stent + lra cannulation, the release wire was pulled. The cone moved cm (video). I have packed up the system. It is coming to hamburg. Do you want to see it? Or should it be thrown away? The system should arrive in hamburg today. The release wire has been discarded. It's not included. Clinician used a lunderquist for the graft-system. Our learning was: cuff 36 prox, 33 distal is too much for a 19fr system. The friction is too great when unsheathing. It is very difficult to place the graft precisely. Next time I would like to use a larger delivery system for the graft. Do not fix the release wire so tightly. Thank you very much. (B)(6). Patient outcome: "good outcome, 5min more graft deployment time... It was really hard for mr (B)(6). He stopped 3 x to say that and always the graft moved 1-2 cm up and down, he had to correct a lot during the unsheathings."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a treo custom-made device. The custom-made treo devices are not marketed in the us, however they are similar to the treo abdominal stent graft delivery system approved for sale in the us (p190015). The event occurred in germany. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a treo custom-made device. The custom made treo devices are not marketed in the us, however they are similar to the treo abdominal stent graft delivery system approved for sale in the us (p190015). The event occurred in germany. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"I am giving feedback with customers agreement: the release of the graft was difficult and only possible with great tension and physical strength. After coe stent + lra cannulation, the release wire was pulled. The cone moved cm (video). I have packed up the system. It is coming to hamburg. Do you want to see it? Or should it be thrown away? The system should arrive in hamburg today. The release wire has been discarded. It's not included. Clinician used a lunderquist for the graft-system. Our learning was: cuff 36 prox, 33 distal is too much for a 19fr system. The friction is too great when unsheathing. It is very difficult to place the graft precisely. Next time I would like to use a larger delivery system for the graft. Do not fix the release wire so tightly. Thank you very much. (B)(6).-c1". Patient outcome: "good outcome, 5min more graft deployment time... It was really hard for mr elger, he stopped 3 x to say that and always the graft moved 1-2 cm up and down, he had to correct a lot during the unsheathings."